Event description:
The customer called to report a button error alarm. Troubleshooting was performed. The customer stated that the buttons were not pressed for three minutes or more. The reported blood glucose reading was 182 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.